Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the increased intra-peritoneal volume (iipv). The cause of the increased intra-peritoneal volume (iipv) was determined to be insufficient drain, false empty detect at initial drain. A service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
A customer contacted baxter's (B)(4) to request assistance on the home choice (hc). Per the initial report, the home patient (hp) was in drain 1 of 6. The drain volume (dv) was 7511ml, and the fill volume was 1500ml. The hp drains into a bag. There were no alarms. The hp stated there is almost no solution in the drain bag. The dv was increasing on the hc but there was no fluid coming out of the hp. The technical service representative (tsr) would swap the hc. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. This event meets overfill criteria.